Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 356 (mg/dl) while ill with a cold. Customer administered correction boluses and adjusted pump settings to stabilize bg levels to 161 (mg/dl). Reportedly, customer's health care provider has been contacted therefore customer declined any further troubleshooting on the reported event.